Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 685cc mentor memoryshape breast implants experienced a seroma, as well as several unexplained systemic symptoms post procedure. Immediately following the implantation, the patient experienced pain, her left breast was swollen, tender, and larger than the right. The left breast required biopsy and fluid removal due to seroma. The patient continues to experience fatigue, anxiety, an unspecified ill feeling, and depression. Her left breast continues to experience a burning sensation against the chest wall. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See 1645337-2019-25248 for contralateral prosthesis report.